Event description:
Additional information: the case was an emergent case. The packaging wasn't damaged. A second device was used successfully. The patient is fine. Evaluation summary: upon inspection of the device, there was a complete break in the screw gear just below the external slider, which aligned with corresponding damage to the packaging (there was an annotation on the tray pointing to the damaged screwgear). There was a 3 mm gap between the graft cover and tapered tip, as well as a 3 mm gap between the stent stop cup and stent graft. The entire delivery system was covered in an unknown white film. When the device was removed from the tray, the graft cover had a slight bend; otherwise, the graft cover was unremarkable. The wheel was intact and did not appear damaged. The piggyback label was removed from the device. The reported event was not confirmed; there was damage to the screwgear, but none to the wheel or graft cover. The root cause of the event could not be conclusively determined; however, shipping and handling most likely contributed.

Event description:
An endurant ii stent graft system was selected for use. It was reported that when the physician took the product out of the packaging, he noticed that the catheter was twisted and that the back end wheel was broken. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).